Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(6), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient reported they thought their implantable neurostimulator (ins) had depleted because the stimulation was off even though the night prior they had charged to 75% full. The programmer was showing the battery charge was at 50% full. They also noted that their ins has turned of unexpectedly multiple times when it should be on. The last time it happened the patient was sitting at their desk. It was not related to positional movement the patient is not set up with cycling and has no scheduled therapy. When the device turns off the patient confirms it is off using the patient programmer. The patient's device is rechargeable. The manufacturer representative told the patient there must be something defective with their patient programmer; however, had not used it all day to check the ins. At the time of the call, they were able to use the patient programmer and verify that the stimulation was currently on. The patient was going to keep a diary of the issues. Due the problems the patient had a gradual return of pain. No intervention or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the problem had not been resolved. The stimulator had shut off by itself for the 4th time. The patient thought they had a defective controller. The stimulator had really helped them. Further follow-up is being conducted. If additional information is received a supplemental report will be submitted.